Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3095-10, serial # (B)(4), explanted: (B)(6) 2016, product type extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient experienced pain in the area of the implantable neurostimulator (ins). The ins had been implanted since (B)(6) 2010. Due to the pain, the ins was explanted. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that all grommets were loose. Low impedance was observed on the #1 circuit due to the #1 grommet being loose.